Event description:
It was reported that the pt experienced dizziness and was lethargic/sedated and unresponsive. The pt was admitted to the hospital on (B)(6)2010. The dose was cut in half at that time. The pt had no pain relief after this change. The physician suspected a possible inflammatory mass. At refill, 3cc were expected, 20cc were aspirated. A rotor study was performed on (B)(6)2010 and showed the rollers moving. A dye study was also performed on (B)(6)2010. The physician was only able to aspirate 0.4ml from the catheter access port. The physician was comfortable blousing the dye after that. The dye was seen in the csf, the physician though it may have only been coming out of a few of the holes at the tip. The pump was replaced. No catheter revision was performed. The pt recovered without sequela. The pump contained a mixture of sufentanil (1000mcg/ml), bupivacaine (35mg/ml), compounded baclofen (150mcg/ml), and prialt (30mcg/ml) at the time of the event.

Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.